Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. D4: battery /(B)(4)/ model # 1650- / exp. Date: 2015-06-30. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-06-01. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced alarms when two of their batteries were connected. The batteries were exchanged with no reported patient consequences. No further information was provided.